Event description:
A balloon ruptured on the first inflation during angioplasty procedure. A pressure gauge was not utilized. Another balloon was used to successfully complete the procedure without pt complications. This device was returned, evaluated and retained by this MFR. The engineering evaluation indicated a kink in the shaft located 6 cm from the distal tip. Pressure testing revealed a circumferential tear extending halfway around the balloon located 17 mm proximal to the distal radiopaque marker. Scratches and chatter marks were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty whcih has been associated with overpressurization or use in a calcified lesion. This device exhibited characteristics consistent with overpressurization, a kinked shaft, and contact with a sharp external source, scratches and chatter marks on the balloon surface. It was also indicated a pressure gauge was not used to determine the adequate dilating force within the balloon. Co believes these factors contributed to this event and does not attribute it to the device. Directions for use state: "it is essential that an inflation device with a pressure gauge be used to monitor pressure within the balloon to determine that adequate dilating force is applied while not exceeding the maximum limits of the product...if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."